Event description:
The customer observed falsely elevated architect free t4 result generated on the architect i2000sr processing module for one sample. (B)(6) 2024. Sid (B)(6) , initial result = 32 pmol/l, repeat results = 11 pmol/l, 14 pmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative performed troubleshooting including decontamination of tubing but was unable to determine a single definitive likely cause of the result issue. The architect i1000sr serial number (B)(6) was considered the likely cause. Data and information provided by the customer was reviewed. Review of the instrument service history for the architect i1000sr processing module revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the architect i1000sr processing module. The device history record review did not show any nonconformances for the current complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elvated architect free t4 result generated on the architect i2000sr processing module for one sample. (B)(6) 2024 sid (B)(6) initial result = 32 pmol/l, repeat results = 11 pmol/l, 14 pmol/l. No impact to patient management was reported.